Manufacturer narrative:
D4: UDI updated. H6: evaluation codes updated. Device evaluation: reported complaint was unable to be confirmed as no sample was returned and photos were not provided. Testing was not conducted for the investigation. If the product is returned at a later date, the complaint will be reopened for investigation. No non-conformances were found during the DHR review.

Manufacturer narrative:
D5. Operator of device is unknown, no information has been provided to date. H3: other; device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a leakage at the y connector of the device. The defective product was changed to a new one. There was no patient involvement and no patient harm/adverse event reported. The customer stated that the device is not available for return.